Manufacturer narrative:
(B)(4). The return sample has been requested from the customer, but not yet received. Upon completion of carefusion's investigation and/or receipt of additional information, a follow-up report will be submitted.

Event description:
A customer reported to carefusion that they identified (B)(4) defective suction catheters at their facility. The depth markings on the catheters were upside down and the patient end was reportedly fused. Due to this discovery, the customer decided to pull all of the catheters from part#44-08, lot# 0000351129 out of their supply room. (B)(4). No patient injury was reported as a result of this event.

Manufacturer narrative:
(B)(4). Evaluation summary: four returned samples were received from the customer and evaluated. The first sample was found with the depth markings reversed, and the second sample was observed to have a crushed tip of the catheter. The third and fourth samples received did not have any defects. The device history record was reviewed for lot number 0000351129. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. In addition, the manufacturing records for the subassemblies that go into part# 44-08 were also reviewed and no issues were observed. The current manufacturing process was reviewed and there were no issues noted related to this failure. The manufacturing process was found within specification. Visual aids are used by our operative personnel to aid in correct assembly of this product. The root cause for the reversed depth markings on the first sample was determined to be human error. Operative personnel failed to follow the manufacturing process during assembly of the connector and the wrong end of the catheter was connected, causing the reversal of depth markings observed by the customer. The root cause of the second sample having a crushed tip was determined to be human error as well. Operative personnel failed during the packaging process. The catheter was not arranged properly on the tray causing the tip to get crushed between tray and label during sealing. Manufacturing personnel were notified of these failures and received training on the proper procedures to avoid these types of issues.